Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed for upstream occlusion during therapy (medication, dose, rate and volume unknown). This interruption resulted in the patients blood pressure dropping and they became unresponsive as a result. Unspecified medical intervention was required. No additional information is available.